Manufacturer narrative:
Logfiles were provided by the customer, but unfortunately, no samples were made available to perform an investigation in depth. Thus, although the incident could not be reproduced by the manufacturer diagnostic grifols, (B)(4), the information provided by the customer and the field service engineer (fse) was studied carefully. Although the root cause of the event could not be confirmed, the investigation determined that as the customer was using barcodes without any redundancy (checksum), the system was not able to verify the barcode reading. Therefore, if an incorrect reading is performed and the barcode has no redundancy, the system has no way to detect the potential misreading. If the site always uses the same type of barcode, the barcode reader can be configured to read barcodes with the same length always. For example, if the site uses code39, the barcode reader can be configured to read always 9 symbols. This configuration would mitigate those reading errors where some numbers are lost. Therefore, the second reported incident would have been detected. From diagnostic grifols, (B)(4), it is suggested to follow the recommendations stated in the erytra instructions for use regarding barcode reading: - section 1.3.2 - limits: the positive identification of samples and reagents is dependent on the tubes of samples, diluents and reagents being identified by barcodes. To ensure utmost security in the identification of samples, the use of barcodes with checksums is recommended. - section 7.3.1.1 - specifications: caution! To guarantee maximum security during sample identification, it is recommended to use barcodes with a control digit (checksum).

Event description:
On (B)(6) 2018, the customer (B)(6) blood center reported to grifols a sample barcode reading error. The erytra fully automated immunohematology analyzer read the sample barcode number as (B)(4) instead of the expected number (B)(4). The issue repeated again with another sample barcode number. Erytra read the barcode as (B)(4) instead of (B)(4). In both cases the lis detected the discrepancy precluding the possibility of releasing the associated test results to an incorrect sample identification number. (B)(6) blood center was using barcode type code39 without checksum.